Event description:
Drug/diluent: 0.5 % marcaine. Fill volume: np. Flow rate: np. Procedure: arthroscopy of right shoulder and endoscopic anterior labrum repair with interior shift on the right shoulder. Cathplace: intra-articulare space of the right shoulder. Date of surgery: (B)(6) 2006. Pt alleges degeneration in his right shoulder following placement of an on-q painbuster after surgery on or about (B)(6) 2006.

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore the device history records (DHR) could not be reviewed. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint as created from a lawsuit served on I-flow, llc. No customer contact can be made at this time due to the pending or threatened litigation. As of 11/09/2006 I-flow updated the on-q pump direction for use (dfu). On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today'. (1303722, rev. E). Information from this incident will be included in our product complaint and MDR trent reporting system.